Event description:
According to the reporter: the bag broke and fell into the pt abdominal cavity. There was no further complication reported. The surgery was completed with no reported injury. The pt sex and the procedure was not reported.